Manufacturer narrative:
Correction: on 4-feb-2026, it was noticed the following information was in advertently omitted from section ¿h 11. Additional manufacturer narrative¿ of the 3500a initial medwatch report. It has now been added: ¿device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual inspection revealed an exposed puller wire in the loop area. Deflection testing was performed, and the deflection mechanism was working correctly. The contraction mechanism was not stuck, the loop was found relaxed, and it wasn't possible to make the loop smaller or bigger due to the puller exposed. Due to this condition, a manufacturing meeting was requested and was found that the root cause of the problem was the positioning and the established lengths. Devices manufactured with this part number, due to having shorter lengths, were more prone to complications during contraction, as they could deform in the loop, potentially exposing the contraction puller wire. A manufacturing record evaluation was performed and no internal action related to the reported complaint condition were identified. The contraction issue and broken tip reported by the customer were confirmed. The root cause is traced to manufacturing process. Internal actions were opened to address manufacturing oportunities related to structural failure correction. Additionally, a non conformance was created to address this structural failure modes on those devices. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse catheter and the blue outer layer looked ¿burst/split¿ open. It was initially reported that it was not possible to deflect the loop to a small loop. The decision was to remove the catheter from the patient. Removal was difficult. When inspecting the catheter afterwards physical damage was visible. There was no patient consequence. The customer's reported not able to contract the unspecified physician damage is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2025, additional information was received indicating there was a deformation and breakage/separation described as the blue outer layer looked ¿burst/split¿ open. The damage was observed at the beginning of the loop across the length of the catheter. Based on the information received indicating there was a breakage/separation in the outer layer of the catheter, the event was reassessed as an MDR reportable malfunction.